Event description:
The complainant reported that during a therapeutic implant of a vaxcel PICC in a male patient( age unk), the catheter was observed to have cracked. The crack was reported to be located distal to the device's suture wing. The clinician than obtained another device, but that device catheter also cracked in the same location of the first device (please reference attached medwatch report # 6000126-2006-00139). A third PICC was obtained and was successfully implanted it in the patient. The complainant reported that was no adverse affect on the patient as a result of this reported problem.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.